Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius customer service and reported this patient was diagnosed with peritonitis. Additional information was obtained through follow up with the pdrn. The patient¿s symptoms were not provided. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The pd culture resulted positive for staphylococcus (no species provided). The patient did not require hospitalization for the peritonitis event. The suspected cause of the peritonitis was touch contamination by the patient. The pdrn stated the peritonitis was not related to any fresenius product. No further information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the peritonitis and use of the liberty cycler set. Additionally, there was no allegation of a cycler set defect reported for this event. The pdrn reported the suspected cause of the peritonitis as touch contamination by the patient. This is supported by the culture results of staphylococcus. This pathogen colonizes human skin and hands and is responsible for the majority of peritonitis infections. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. Per the follow up information received, the incident was attributed to end user error.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius customer service and reported this patient was diagnosed with peritonitis. Additional information was obtained through follow up with the pdrn. The patient¿s symptoms were not provided. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided). The pd culture resulted positive for staphylococcus (no species provided). The patient did not require hospitalization for the peritonitis event. The suspected cause of the peritonitis was touch contamination by the patient. The pdrn stated the peritonitis was not related to any fresenius product. No further information was provided.